Event description:
Customer reported system alarmed when plugged into o.r. Outlet. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the transformer strapping. System operates as intended. This MDR is related to ge healthcare complaint.